Manufacturer narrative:
Other applicable components are: product ID:3093-28, serial# (B)(4), implanted: (B)(6) 2013, product type :lead. Product ID: 3889-28, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The health care professional (hcp) reported that the patient was having difficulty with urinary frequency. She was seen on (B)(6) 2016 and it was noted that the left stimulator was doing fine but on the right side, the leads were gone and not all leads were functioning but a few. The patient only had 3 programs left and the patient felt they were not getting as good of coverage as previously. She was placed on a new medication at the appointment and the patient was still having issues with frequency. The symptom location was the bladder. There was an increase in frequency for 4-8 weeks prior to (B)(6) 2016. Additional information from the consumer reported that it just was not helping. She also had urgency again. The issue was confirmed to have started in (B)(6) 2016. The patient only had access to the program she was on and wanted to see a manufacturers's representative. There was no fall or trauma related to this issue. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.